Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure wherein the new ipg was relocated and the depth was adjusted. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had tenderness at the pocket site. The patient also experienced heating while charging and was unable to charge the ipg. The patient¿s skin turned red from charging. The patient will undergo an ipg replacement procedure.